Event description:
It was reported that particulate matter was identified inside of a small volume intermate. This was noticed after the device was filled with 0.9% sodium chloride and before patient connection. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from march 14, 2014 to march 17, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a solid, white particle, approximately 1.45 mm in size, floating in the fluid of the bladder. Fourier transform infrared spectroscopy (ft-ir) scanning identified the particle to be acrylic material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.